Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead had low pacing impedance measurement and exhibited noise. The lead was programmed off. The patient was in stable condition.

Event description:
New information received notes that the noise was over-sensed.